Event description:
A malfunction was reported on the pump, with no significant events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer acknowledged.